Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older (B)(4).

Event description:
It was reported that stent damage occurred. During introduction of a 2.75 x 20 synergy drug-eluting stent through the hemostasis valve, resistance was encountered. The device was removed and it was noted that the stent struts were separated. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: the stent delivery system (sds) was returned for analysis. The stent had detached from the balloon and was not returned for analysis. The crimped stent was detached from balloon. The balloon cone profiles and balloon main body were reviewed and it was noted that the balloon wings on both cones were slightly relaxed and opened up from their folded position. Crimp markings were evident across the length of the balloon wall indicating crimp contact between the coated stent and balloon. There was no evidence of positive pressure being applied to the balloon. The bumper tip of the device showed no signs of damage. A visual and tactile examination found no issues with the hypotube shaft profile. A visual and tactile examination of the mid-shaft section found a kink at the port weld exit. No issues were noted with the outer and inner lumen profile and the bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. During introduction of a 2.75 x 20 synergy drug-eluting stent through the hemostasis valve, resistance was encountered. The device was removed and it was noted that the stent struts were separated. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.